Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead failed to sense, failed to capture, and exhibited low pacing impedance after being connected to the pacemaker. Damage and lead slack issues were also observed on the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to sense, failure to capture, low pacing impedance, lead break, and lead slack issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to sense, failure to capture, low pacing impedance, and lead break were confirmed. Electrical testing found internal shorts between conductors. Destructive analysis found the damaged inner insulation at the proximal region. The cause of the reported events of failure to sense, failure to capture, low pacing impedance, and lead break was isolated to the damaged inner insulation consistent with procedural damage.